Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was falling apart and had to superglue it. The customer reported that the damage took place on the insulin pump back and the battery connection came out. They reported that the whole clear ring on the insulin pump fell off the reservoir lip. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.